Event description:
It was reported that the pt has been experiencing pain since (B)(6) 2012 that begins in her mid thigh and radiates to her hip.

Manufacturer narrative:
At this time the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Add¿l info has been requested and if rec¿d, will be provided in a supplemental report.